Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a occlusion alarm occurred. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was unknown. The customer addressed bg level with carbohydrates. Recommendation was made to discuss diabetes management with customer's health care professional.